Event description:
The patient's mother reported that for the past 6 months, the patient's seizure activity increased by 40%. The patient had previously done well with vns. She stated that the physician increased vns settings along with depakote. The patient previously was able to ambulate independently and now had to have someone with him because he will just drop into a seizure. The patient's battery life per the mother was not yet at end of service. No further relevant information has been received to date. No known relevant surgical intervention has occurred to date.

Event description:
It was reported the patient underwent generator replacement for prophylactic reasons. The explanted device has not been received to date.

Manufacturer narrative:
F1. Health effect ¿ code f1905 inadvertently not included on supplemental MDR #1. G2. Report source ¿ health professional and company representative inadvertently not included on supplemental MDR #1. H6. Type of investigation ¿ b17 inadvertently not included on supplemental MDR #1.

Event description:
Explanted product was received by manufacturer. No additional relevant information has been received to date.

Event description:
Generator underwent product analysis (pa). Proper functionality of the pulse generator in its ability to provide appropriate programmed output currents was successfully verified in pa lab. In the pa lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The generator diagnostics were as expected for the programmed parameters. The generator performed according to functional specification. There were no performance, or any other type of adverse conditions found with the generator. No additional relevant information has been received to date.